Event description:
It was reported that following a generator upgrade, the patient presented with increasing muscle stimulation in the mid-chest and right diaphragm region. A chest x-ray revealed that the right atrial (ra) lead had dislodged and exhibited non-capture. The ra lead was capped and replaced. The patient is participating in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 429888, implantable pacing lead, implanted: (B)(6) 2013; product ID: 6935m62, implantable tachy lead, implanted: (B)(6) 2013; product ID: dtbx1qq, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during implant of the reported right atrial (ra) lead, the physician noted there was evidence of right phrenic nerve stimulation at high ra pacing outputs. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.